Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication because the issue item button was missing when the medication was selected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication because the issue item button was missing when the medication was selected. A technical support specialist (tss) remoted into the system and discovered that the preselect drawers had been set to no. The tss reviewed the preselect zones, restarted the application, and asked the user to try again. On this attempt, the user was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.